Event description:
Procedure type: ladg-lap assisted distal gastrectomy. Pt gender: unk. According to the reporter: during the procedure, the balloon burst. There was no bleeding and no tissue damage. There was no report of pieces falling into the cavity. A new instrument was used to complete the procedure. No pt injury was reported. Pt: ok, no other pt info available.

Manufacturer narrative:
Date initial report sent: 09/03/2008.